Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Final analysis found foreign material contamination on the substrate, causing high current drain.